Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to a hyperglycemia event caused by a kinked cannula and customer has not been released from hospital. The event occurred after three or more hours of insertion. The insertion site was the abdomen. The infusion set was in use for one day. The blood glucose level was 48 mmol/l at the time of the event and the patient was treated with intravenous (IV) of saline and insulin. The patient was found positive for high ketone levels. No further information available.